Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm on alternate days, for 14 days) and imipenem injection (1gm per day, for 14 days) for peritonitis. Twelve days after the event onset, the patient was discharged from being hospitalized and was recovered from the event. Pd therapy was ongoing. No additional information is available.